Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with distorted image. The image was distorted when angulated and "a-rubber" was found with chipped. In addition, the scope connector was observed with scratches. The device was placed for repair. Root cause of the reported failure likely attributed to users maintenance and handling issue.

Event description:
It was reported that during preparation for use the device exhibited no image. There was no patient involvement on this report. No user harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.